Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer has been having high blood glucose for the last two days. The customer is (B)(6) years old and she has trouble pushing buttons. Customer wants a different pump and tried to do some troubleshooting but she either can't see the words on the screen or can't navigate to where we have to go. The customer stated that there are no nurses where she lives available right now. The customer was advised that we are replacing the pump.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked display window.